Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device [(B)(4)] number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a knee arthroscopy procedure, it was observed that the scope had a blurry image and the light cord was not working. No delay or patient consequence. They used like devices to complete the case. No additional information was provided.

Manufacturer narrative:
Additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the scope had a blurry image was confirmed. The following defects were found with the device upon evaluation : -outer tube damaged, needle outer tube dent(s), -distal tip damaged, shaver damage to distal tip, distal tip has deposits. The device was diagnosed and repaired with spare parts, tested and found to be fully functional. User mishandling is the most probable root cause of the dents on the outer tube. The damage to the distal tip is a result of contact with the shaver during a surgical process, as identified during evaluation. The deposits on the distal tip can be attributed to lack of cleaning and maintenance activities from the customer. A manufacturing record evaluation was performed for the finished device [serial number : 1376729], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.